Manufacturer narrative:
The reliability analysis inspected two opened and or used enlite sensors and performed visual inspection and found one of two sensors with broken cannula and part missing. Unable to confirm the customer received sensor in said condition due to customer returning sensor opened and or used. One remaining sensor performed bicarbonate buffer test. The sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with sensor error. The customer's blood glucose level at the time was 104mg/dl. Troubleshoot was conducted, and the customer declined the test plug. The sensors will be replaced and returned for analysis.